Event description:
The customer reported that the system would not display images on the monitors. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation and could not duplicate the reported problem. The circuit boards were reseated. The system was tested and found to be working as intended and put back into service.